Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ctwh, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported that one of the leads on the device was out. She went to a doctor in (B)(6) 2015 and was told the 0 lead was not working. She also thought the lead had moved; she turned stimulation all the way up in (B)(6) 2015 and was not feeling anything. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. The cause of the 0 lead not working and confirmation of the lead moving was not reported. There was also no mention of interventions or outcome, so additional information was requested. If additional information is received a supplemental report will be sent.